Event description:
It was reported that this artificial urinary sphincter was not functioning properly. A revision procedure was performed, during which it was found that the cuff was not inflating, resulting in incontinence. A large tear was found in the balloon and the pump was filled with air. The balloon and pump were explanted and replaced.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.